Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances, prompting a revision procedure in which the lead extension was removed and replaced. Electrocautery was used during the revision, and the discarded device will not be sent for analysis. The patient is recovering well postoperatively.

Manufacturer narrative:
Correction to initial MDR in block(s): b2.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances, prompting a revision procedure in which the lead extension was removed and replaced. Electrocautery was used during the revision, and the discarded device will not be sent for analysis. The patient is recovering well postoperatively.